Event description:
Pt in md office for lab draw from portacath. The pt experienced pain and swelling around the pac site and above the site. The pt had successful catheter fragment retrieval in 2009. Fragment retrieved was approx 6" long. The fragment was found residing in the r side of the heart and ivc. The pt tolerated the procedure well with no complications.